Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off last night. The customer declined to provide information regarding the reason the pump was turned off; however, the customer stated not wanting to hear the pump. There was no reported impact to the customer's blood glucose level.